Manufacturer narrative:
The customer performed a sample carryover test.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 594 umol/l and this value was reported outside of the laboratory. The clinician complained about the result. The sample was repeated on a second analyzer, resulting in a value of around 62 umol/l. The sample was repeated again on the complained analyzer, resulting in a value of 63.4 umol/l. The creatinine reagent lot number was 643180. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, multiple abnormal aspiration alarms occurred over the past 30 days. A review of the water pressure of the analyzer determined it was too high. The investigation could not identify a product problem. The cause of the event could not be determined.